Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient arrived at the emergency department having already passed away. A review of the arrhythmia electrograms noted r-wave over and undersensing. The patient's cause of death has been requested and not received.